Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
Nurse noticed a hair inside and hanging out of the "outer" sterile package after she opened it to the scrub. The hair was trapped in the seal between the hard plastic and paper top. The scrub didn't open the implant and handed off the "inside sterile package. Another one was opened.

Manufacturer narrative:
An event regarding a hair in the outer blister pack and a hair in the inner blister pack involving a trident liner was reported. The event was confirmed. Method & results: device evaluation and results: the device and packaging materials were received and the event was confirmed. Medical records received and evaluation: not performed as it was reported that there were no adverse consequences nor medical intervention. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded the returned packaging to be nonconforming. Visual inspection of the returned product confirmed a large hair inside of the outer blister pack and a small black hair trapped between the plastic carton and tyvek lid of the inner pack.

Event description:
Nurse noticed a hair inside and hanging out of the "outer" sterile package after she opened it to the scrub. The hair was trapped in the seal between the hard plastic and paper top. The scrub didn't open the implant and handed off the "inside sterile package. Another one was opened.